Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had an MRI wherein the ipg was placed in MRI mode prior to the scan but afterward the ipg would not populate on the generators screen. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
The reported observation of ¿unable to disable MRI mode¿ was not confirmed. The analysis of the returned device concluded it appeared to be functional at the time of the observation. The root cause of the observation was not ascertained but is consistent with environmental conditions at the time of the observation. The device entered the service application state during the explant procedure. The programmer log from the field did not contain any information concerning the returned implantable pulse generator. The ipg error log showed multiple failure to bond time stamps on the day of the observation. Also, the ipg successfully exited MRI mode during lab analysis.

Manufacturer narrative:
Correction section d: d6b should have been on (B)(6) 2022 instead of on (B)(6) 2022 that was inadvertently submitted in previous report.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicate the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The fsca number is included in this report. The reported observation of ¿unable to disable MRI mode¿ was not confirmed. The analysis of the returned device concluded it appeared to be functional at the time of the observation. The root cause of the observation was not ascertained but is consistent with environmental conditions at the time of the observation. The device entered the service application state during the explant procedure. The programmer log from the field did not contain any information concerning the returned implantable pulse generator. The ipg error log showed multiple failure to bond time stamps on the day of the observation. Also, the ipg successfully exited MRI mode during lab analysis.